Event description:
It was reported by the clinician that the procedure was being performed on a male pt with placement in the right radial artery. During placement they were able to aspirate; however, when passing the spring wire guide (swg) it became "stuck." They were unable to remove or advance and unable to rotate. They attempted to remove the needle and still no movement. The swg became frayed and broke leaving a foreign body in the right wrist. A wrist x-ray with 3 views and ultrasound were performed and confirmed the retained piece. At which time, a cut down was performed to remove the retained piece.

Manufacturer narrative:
Sample will not be returned for evaluation.